Event description:
It was reported that after one day of intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. It was noted that the patient had been moved for testing and about one hour later the alarm began. All attempts and regaining the fo signal from the iab were unsuccessful. The getinge representative reviewed arterial pressure (ap) options and the customer chose to connect the transduced inner lumen of the iab to the iabp. They were successfully guided through connecting, leveling, and zeroing the transduced ap. There was no interruption of therapy. The iab was removed after three days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).